Event description:
It was reported the procedure was being performed in the anesthesia/or. During insertion, the dilator was found to be closed at the distal end and could not advance over the guide wire. As a result, a new kit was opened and that dilator was used without incident. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. It was noted the clinician stated this has happened several times and at least twice with this same lot number. 1036844-2015-00280 has been submitted for another incident with the same product from the same customer.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint was confirmed through evaluation of a returned product sample. The customer provided two dilators labeled "a" and "b" with a guide wire protruding from the hub of dilator "a". Dilator b was assigned to the investigation for MDR 1036844-2015-00280. Dilator a and the guide wire were visually examined. A kink in the wire was observed at the dilator hub and it was not exiting the distal tip. The wire was removed easily and measured. The length of the guide wire did not match the specification of the guide wire packed in the reported kit. Additionally, the returned guide wire had two straight ends, while the kit contains a j-bend wire. The origin of the returned wire is unknown. Microscopic examination of the dilator tip revealed that it was split and pushed back with white stress marks around the damaged area. This was consistent with tip damage occurring during insertion. A lab guide wire matching the one in the original kit was passed through the dilator meeting slight resistance at the tip. A review of manufacturing records did not yield any relevant findings. Based upon when the damage was found (during insertion), operational context caused or contributed to this complaint. No further action will be taken.